Event description:
It was reported that the patient was asymptomatic. It was noted that higher than normal range pacing impedance and high capture thresholds were observed on the right atrial (ra) lead. A ra lead fracture was suspected. The ra lead was capped 30 jan 2024 and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: section h6: code 2891 - "capturing problem" should have been added due to the reported high capture thresholds.